Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of non-sustained oversensing due to noise were noted on the right ventricular lead. No intervention has been performed at this time and the patient was stable with no consequences. Further information has been requested.

Manufacturer narrative:
Additional information: corrections.

Event description:
Additional information received indicating that the lead was explanted and replaced to resolve the issue.

Manufacturer narrative:
Additional information: as received, only the distal portion of the lead was returned in one piece for analysis. Visual examination revealed an internal abrasion proximal to the right ventricular shock coil extending underneath the shock coil. The internal abrasion proximal to the right ventricular shock coil breached all lumens with abrasion to one ring electrode and one right ventricular cable coating but the ptfe liner was intact. The internal abrasion underneath the shock coil breached the ring electrode cable lumen with abrasion to one ring electrode cable coating. The cause of the reported event of noise was isolated to the exposed ring electrode conductors at the internal abrasion locations.